Event description:
Information was received from a patient who was receiving bupivacaine and dilaudid (unknown dose and concentration) via an implantable pump for non-malignant pain and chronic low back pain. The pump was alarming/beeping, the patient had a refill appointment and the health care professional had to medication, the patient had to call and cancel her refill appointment because the insurance dropped her. The patient called to make an appointment after they got her back on but they would not return his calls and it had been 8m. The patient experienced pain and noted that the alarm had been going off. The patient was to follow-up with the health care professional

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.